Manufacturer narrative:
Name and address, corrected data: additional information was found indicating the initial reporter was the manufacturer's representative and not the physician. (B)(4).

Event description:
During review of programming history it was noted that the patient came into an appointment at unintentional settings. At the previous appointment there was an incomplete diagnostics and there was no finial interrogation. The patient¿s settings were corrected at the appointment when the setting change was seen.

Manufacturer narrative:
Analysis of programming history.